Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n244188004, implanted: (B)(6) 2010, product type: catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter; product ID 8590-1, lot# n245018, implanted: (B)(6) 2010, product type: accessory. (B)(4).

Event description:
It was reported that there was a catheter occlusion at the proximal segment. A dye study was done and it was determined that a kink in the proximal segment could have been the issue. At the time of refill the expected volume was 4.5ml but the actual volume was 8.1ml. The event of volume discrepancy was believed to be due to an occlusion, but it was not certain. There was less than 50% therapy relief and decreased pain relief for approximately 2 months. . There was a partial explant of the catheter on (B)(6) 2015. The product was replaced. Some of the catheter was left in the body, but not in use. The patient's status at the time of report was "alive-no injury." The patient was doing well with effective relief. The pump system was delivering sufentanil , bupivacaine and prialt.